Event description:
It was reported that the patient's blood glucose level reached around 300 mg/dl while the pod was worn between 37 and 48 hours. When the pod was removed, the patient's parent noticed swelling and redness at the infusion site (hip/buttocks). Medical attention was sought by a doctor for the skin irritation. As treatment, a steroid ointment (mupirocin) was prescribed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would result in infection at the infusion site. The formed needle, soft cannula, and bottom housing were all inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the exact cause of the reported event could not be determined.